Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of surgery ("undergo major surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the surgery outcome was unknown. The reporter considered surgery to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain / physical pain / pain') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, amenorrhea, irregular menstrual cycle, absence of menstruation, constipation and endomyometritis. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concurrent conditions included irritable bowel syndrome since (B)(6) 2017 and hyperlipidemia since (B)(6) 2017. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, medroxyprogesterone acetate (provera) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and dyspareunia was resolving and the vaginal haemorrhage, vaginal infection, urinary tract infection, depression, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on 30-jul-2010: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery as a result of their essure implant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Most recent follow-up information incorporated above includes: on 12-sep-2018: correction: event injury was replaced with pelvic pain. Case became valid. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and pelvic pain ('severe and permanent pain / physical pain / pain\pelvic pain') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, amenorrhea, irregular menstrual cycle, absence of menstruation, constipation and endomyometritis. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concurrent conditions included irritable bowel syndrome since (B)(6) 2017 and hyperlipidemia since (B)(6) 2017. Concomitant products included medroxyprogesterone acetate (depo-provera) from 6-may-2010 to 6-aug-2010, medroxyprogesterone acetate (provera) from february 2013 to july 2013 and paracetamol (acetaminophen) since june 2010. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia\ menorrhagia(heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish\anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), alopecia ("hair loss"), headache ("headaches") and gastrointestinal disorder ("gi conditions") and was found to have uterine leiomyoma ("subserosal uterine leiomyoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and salpingectomy. {bilateral},hysterectomy. (Full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, vaginal infection, urinary tract infection and depression outcome was unknown and the pelvic pain, menorrhagia, anxiety, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain, back pain, metrorrhagia, alopecia, headache, gastrointestinal disorder and uterine leiomyoma had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Received treatment for pain- metrorrhagia, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, fallopian tube perforation, hair loss, headaches, gi conditions, subserosal uterine leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: fallopian tube perforation, abdominal pain, back pain, metrorrhagia, hair loss, headaches, gi conditions, subserosal uterine leiomyoma, were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('uterus perforation') and pelvic pain ('severe and permanent pain / physical pain / pain\pelvic pain') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, amenorrhea, irregular menstrual cycle, absence of menstruation, constipation and endomyometritis. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concurrent conditions included irritable bowel syndrome since (B)(6) 2017 and hyperlipidemia since (B)(6) 2017. Concomitant products included docusate sodium (colace) since (B)(6) 2017, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, medroxyprogesterone acetate (provera) from (B)(6) 2013 to (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia\ menorrhagia(heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish\anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), alopecia ("hair loss"), headache ("headaches") and gastrointestinal disorder ("gi conditions") and was found to have uterine leiomyoma ("subserosal uterine leiomyoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, salpingectomy {bilateral},hysterectomy (full) and salpingectomy. {bilateral}, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, anxiety, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain, back pain, metrorrhagia, alopecia, headache, gastrointestinal disorder and uterine leiomyoma had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Received treatment for pain- metrorrhagia, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhea, dyspareunia, fallopian tube perforation, hair loss, headaches, gi conditions, subserosal uterine leiomyoma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- uterine perforation. Event outcome of vaginal hemorrhage, vaginal infection, uti were updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and permanent pain / physical pain / pain') in an adult female patient who had essure (batch no. 686078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, amenorrhea, irregular menstrual cycle, absence of menstruation, constipation and endomyometritis. Plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. Concurrent conditions included irritable bowel syndrome since 11-oct-2017 and hyperlipidemia since 11-oct-2017. Concomitant products included medroxyprogesterone acetate (depo-provera) from 6-may-2010 to 6-aug-2010, medroxyprogesterone acetate (provera) from february 2013 to july 2013 and paracetamol (acetaminophen) since june 2010. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and dyspareunia was resolving and the vaginal haemorrhage, vaginal infection, urinary tract infection, depression, anxiety, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo major surgery as a result of her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on 30-jul-2010: total bilateral occlusion.. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and medical record received. Lot no.added.reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, vaginal infection, urinary tract infection, depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and weight gain added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.